Event description:
It was reported that (1) device was used during a laparoscopic gynecological procedure. It was reported by the affiliate that the tip of the sleeve from a 512sd broke and fell into the pt. The surgeon could not find the tip under laparoscopy, so he could not remove it from the pt. The surgeon is considering a reoperation (open procedure) to remove it.